Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in clinic for a routine visit when continuous driveline fault alarms were noted. This patient had not had issues in the past and log files were sent for review. During the analysis of the log file technical services observed driveline faults. It was suggested to exchange the patient's system controller, which was done. Following the exchange an additional log file analysis showed no driveline faults. On (B)(6) 2021 the patient returned for a device interrogation and the driveline faults had returned. X-rays were taken and a possible area of concern was noted. A log file analysis confirmed the driveline fault alarms, as well as noting an increase in power and flow with a decrease in average pulsatility index (pi). The flow was noted to be above normal parameters, which was concerning for something building up on the rotor of the pump. Upon discussion with the patient it was decided that an external driveline repair would not be done and that the patient would be upgraded on the transplant list.

Manufacturer narrative:
Manufacturer's investigation conclusion: driveline fault alarms were confirmed via the submitted log file data. Log file (B)(4) contained data from (B)(4) spanning from (B)(6) 2021 at 05:01:14 to (B)(6) 2021 at 08:53:46, per the timestamp. A total of (B)(4) yellow wrench advisory alarms associated with driveline faults were captured throughout the log file, which began on (B)(6) 2021 at 05:08:36. No other notable alarms were recorded. Log files (B)(4) and (B)(4) contained overlapping data from (B)(4), which spanned from (B)(6) 2021 at 10:28:47 to (B)(6) 2021 at 08:49:51, per the timestamps. A total of (B)(6) yellow wrench advisory alarms associated with driveline faults were captured throughout the log file, which began on (B)(6) 2021 at 14:36:34. No other notable alarms were recorded. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the driveline fault alarms cannot be conclusively determined through this evaluation. The patient was seen in the clinic for a routine follow-up when it was discovered that they had incurred numerous driveline fault alarms. The patient¿s primary system controller ((B)(4)) was exchanged for (B)(4). Following the system controller exchange, the driveline fault alarms returned. The center consulted with the patient about attempting an external driveline repair; however, the patient opted for an upgraded transplant listing. The patient remained ongoing on (B)(6) until they ultimately received a heart transplant on (B)(6) 2021. "The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline." The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.